Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported that about three months after she was implanted, during the first visit to her healthcare provider (hcp), the hcp turned up her stimulation too high and it suddenly shocked her "really good." The hcp said the patient should never feel a shock when stimulation was turned up. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.